Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is missing along with the complete gusset area of the optic. The rest of the lens has been cut in half, typical of insertion and removal from the eye. The lens was cleaned with lphse. Scratches are observed on both the anterior and posterior sides of the optic. Small cracks are observed on the anterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. The diopter of the lens is outside the qualified range for the cartridge. The reported 25.5 diopter model is only qualified for use in the company (b) and (c) cartridges. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol), a scratch was noticed. The lens was removed and a backup lens was used to complete the procedure. Additional information was requested.